Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01-delsys, expiration date: 31-dec-2020, serial#: (B)(4), UDI #: (B)(4). Device evaluated by MFR: no. Device evaluated by MFR: no. Mfg date: 25-sep-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) placement difficulty was encountered and the device "could not be fixed." It was noted the patient's atria and ventricles were enlarged. The device and delivery system were attempted / not used and will be replaced with a transvenous ipg system. No patient complications have been reported as a result of this event.